Event description:
On 10/25/06, nellcor received a report where it was claimed that the device developed a leak while in use on a patient. The caller reported that the tube was replaced. The tube was then submerged in water and a leak in the pilot balloon was discovered. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress. The caller reported that the sample associated to this report was discarded therefore, not available for sample investigation.